Manufacturer narrative:
On (B)(6) 2020, the end-user reported a strikethrough while wearing a level ii surgical gown during a orthopedic hip surgery. The gown was not sent back to the facility for testing. 1. Awareness documented training was provided to the employees. 2. Historical review of titration reports, no quality exceptions were recorded. 3. Review of the product that the customer orders and discussion on barrier levels. 6. Review our processes and procedures; no updates needed. The root cause for the reported issue is wearing the wrong barrier level product for a orthopedic hip procedure. There is no additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 the end-user reported a strikethrough wearing a level ii reusable surgical gown during a orthopedic procedure.